Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, yes; staple in nose, yes(2); staples in the track, yes(14) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported "device jammed" during surgery may have been due to two staples jammed in the nose and a partially yielded cartride nose weld which would not allow the driver to properly advance or form the following staples. The instrument was received with dried body fluid in the cartridge nose and track and with two stpaples jammed in the nose. No functional testing could be performed due to the dried body fluid in the track which could not be cleared for proper staple feed to occur. No conclusion could be reached as to how the two staples had become jammed in the nose, or as to how the nose weld had become yielded. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.